Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the device and verified the reported event. The fse replaced the liquid crystal display (lcd) panel, which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator display was erratic. The ventilator was not on a patient at the time of the event.